Event description:
It was reported that at the user facility the td-ost disassembled. No further information was provided by the user facility regarding the reported event.

Event description:
It was reported that at the user facility the td-ost disassembled. No further information was provided by the user facility regarding the reported event.

Manufacturer narrative:
During evaluation it was visually confirmed that the td-ost assembly had fractured from the otis head.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.